Event description:
During device testing, physio-control observed that it was not able to deliver defibrillation energy. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control determined the cause of the failure to be a lost connection between the p22 connector from the high voltage transfer relay to the corresponding connector on the therapy pcb assembly, j22. A replacement device was provided to the customer.